Event description:
Surgery performed at the hosp in 2004 and above was implanted. Pt had a long standing non-union. End of january pt complained of bump and exam revealed a broken plate. Surgeon suspicious of story. 2005 replaced with same plate design.